Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in section 3.8 inspection of the endoscopic system in the operation manual as below: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation could not confirm the customer allegation of ¿no image¿. There were few additional findings. Due to damage on insertion pipe, insulation resistance value does not meet the standard value. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Venting connector of light guide connector was loose. Universal cord has a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope did not display image on the monitor and instead, the message ¿please reinsert the scope¿ was displayed. The issue was found during inspection for use for a transabdominal pre-peritoneal (tapp) procedure. The procedure was completed with a similar device without any delay. The scope functioned normally the next day. There were no reports of patient harm associated with the event.